Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.

Event description:
In 2002, the pt was implanted with the gore excluder bifurcated endoprosthesis. At an unk date, the aneurysm sac had increased due to endotension. A reintervention has not taken place and the pt is in good condition.